Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. During the analysis of the returned device the hybrid was damaged. Product analysis laboratory (pal) conclusion:pal analysis demonstrated the device to have high system current drain and low n3vdd. The low n3vdd was observed at the scsp level as well making the l368 ic suspect. The l368 was extracted from the scsp, assembled into a pga package, and then evaluated in a sbb. The result was extremely high system current drain which indicated that the l368 had been damaged during the analysis changing its as-received condition. This resulted in terminating the analysis with the cause of the premature battery depletion not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.